Event description:
It was reported that during an unknown open procedure the active blade broke off of the device and fell into to patient. An instrument error 5 was displayed prior to the surgeon seeing the broken blade. They removed the piece with graspers and continued the case with a second like device.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Event description:
It was reported that it was incidentally identified on CT images two months ago that one filter leg was extending approx 2 cm outside the caval wall and the filter foot was very close to a spinal artery. Based on the images, it could not be determined if the filter foot was wrapped around the artery. The physician is evaluating the course of action, as reportedly, the filter is no longer needed. The pt was reported to be asymptomatic.